Event description:
It was reported that post a percutaneous coronary intervention, the patient experienced coronary artery disease. (B)(6) 2009, the patient presented with stable angina and was referred for cardiac catheterization. A 90% stenosed and 8mm long target lesion was located in the proximal left circumflex artery with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilation and placement of a 2.25x12mm promus element study stent, resulting in 0% residual stenosis. In addition a non- target vessel was treated in the proximal right coronary artery with placement of a 3.5x12mm promus stent which failed to cross the lesion. A non bsc wire was inserted then another 3.5x12mm promus stent was placed, resulting in 0% residual stenosis. (B)(6) 2013, the patient presented with central chest pain radiating from the arms to the back. Angiography results revealed a 98% stenosis in the left circumflex artery. The patient underwent coronary artery bypass grafting x5 with the left internal mammary artery to the left anterior descending artery, the superior vein graft to the 1st obtuse marginal artery, the superior vein graft to the 2nd obtuse marginal, the superior vein graft to the right posterolateral artery and the superior vein graft to the right portal vein ligation. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient was hospitalized. Core lab reports noted in-stent restenosis pattern 1-b occurred. The patient was discharged post tvr.